Event description:
During service testing, the baxter repair technician reported an infusion pump with depleted main batteries. The hospital representative stated that there have been no reports of any patient incidednt involving this pump since the last baxter service event. Although baxter attempted to obtain information, details were not available regarding additional contact information, patient demographics, medication involved, or pump programming. No additional information is known.